Event description:
It was reported "when trying to place a central line, the provider removed the guidewire and it lost its integrity. After removal, a portion of it was noticed to be missing from the end. Resistance was not met during removal." The user changed to a new guidewire. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and the product lidstock for analysis. The guide wire showed evidence of use in the form of dried blood. Visual examination revealed the guide wire was unraveled from the distal weld and is kinked/distorted towards the distal end of the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip was tapered at the point of separation. Both welds were present and appeared full and spherical. The major kink in the guide wire body measured at 40 mm from the distal tip. The overall length of the broken core wire measured 684 mm, which is within the specification limits of 679- 687 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.843 mm, which is within the specification limits of 0.838-0.877 mm per guide wire product drawing. Functional testing was not able to be performed due to the nature of the damage. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.